Event description:
Boston scientific received information that the right atrial (ra) lead had dislodged. Upon device interrogation, it was found out that the ra lead was pacing the ventricle. The lead was surgically abandoned and a new ra lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.